Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Date of event: (B)(6) 2016.

Event description:
The manufacture's field service engineering (fse) reported that during servicing, discovered an air flow sensor calibration data error displayed on the v60 unit. There was no patient involvement.

Manufacturer narrative:
The fse reported that corrective maintenance visit was successful with the reported problem. Fse confirmed and corrected the reported problem. Air flow sensor calibration data error message shown fault traced to gds assembly. The fse dismantled the ventilator and replaced gds assembly. Fse re-assembled the ventilator and performed a preventative maintenance and unit passed all tests. Vent ran on soak test for ihr and the unit returned back to service. Device is now within manufacturer¿s specification. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received gas delivery system (gds) assembly for evaluation. Upon receipts, the data acquisition (da) board was mounted incorrectly. The auto-zero valve pins not inserted in the connector. Visual inspection of the returned gds assembly revealed no signs of damage or contamination. Fi technician re-installed the da board correctly and tested the gds assembly in the fi test ventilator. Fi technician start up the ventilator in normal mode and ventilator displayed error messages of air flow sensor calibration data error and oxygen not available. Fi technician identified that the air flow sensor calibration data was read from the eeprom and plotted . The locations showed corrupted values. The corrupted values were replaced with estimated interpolated curve values and retested. No errors were identified. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the root cause for the reported issues is due to corrupted entries in the gds which led to an air flow sensor calibration data error. Correcting the corrupted entries resolved the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.